Event description:
Piece of brush head detached and fell in mouth [device breakage] no adverse event [no adverse event] product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2017 that while brushing last night with an oral-b rechargeable toothbrush, version unknown, a piece of the oral-b power oral care refill precision clean brush set 3 count detached and fell in his/her mouth. No symptoms were reported. The consumer reported he/she had previously used this version of brush heads, and had been using oral-b for a long time and this was the first time this had happened. No further information was provided.

Manufacturer narrative:
29-jan-2018 product investigation results. Reporter returned toothbrush head on 16-jan-2018. Toothbrush head confirmed to be counterfeit.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Piece of brush head detached and fell in mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2017 that while brushing last night with an oral-b rechargeable toothbrush, version unknown, a piece of the oral-b power oral care refill precision clean brush set 3 count detached and fell in his/her mouth. No symptoms were reported. The consumer reported he/she had previously used this version of brush heads, and had been using oral-b for a long time and this was the first time this had happened. No further information was provided.